Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician started an infusion of 30 units of oxytocin added to 500ml of lactated ringers solution to infuse at 2ml/ hour at 1400 (volume to be infused was 500ml). At 1425, the clinician checked infusion and noted that about 75ml was missing from the bag. The infusion was stopped and the pump was removed from service. There was patient involvement but no harm.

Event description:
It was reported that the clinician started an infusion of 30 units of oxytocin added to 500ml of lactated ringers solution to infuse at 2ml/ hour at 1400 (volume to be infused was 500ml). At1425, the clinician checked infusion and noted that about 75ml was missing from the bag. The infusion was stopped and the pump was removed from service. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : other relevant history, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.